Manufacturer narrative:
The power cord for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable passed continuity testing, however the cable was missing a ground prong.

Manufacturer narrative:
Patient weight not available from the site at the time of filing. Manufacturing date is unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The power cable and the fuses were replaced and a surge suppressor was added. The issue was resolved upon part replacement. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the mvs was not getting power. User talked a local account team through replacing fuses to start case. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.